Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation as it is still being used by the user facility. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, it was reported that the jaws of the grasping forceps could not be opened to release the tissue after the physician's attempt to sever the fallopian tube. This could have been caused by the tissue agglutinating to the jaws. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic laparoscopic sterilization procedure, the jaws of the grasping forceps could not be opened to release the tissue after the physician's attempt to sever the fallopian tube. The jaws were then opened manually using an unspecified surgical instrument which was inserted into the patient's body cavity through an additional laparoscopic port entry. The intended procedure was reportedly completed with the same set of equipment and the patient was released the same day.